Manufacturer narrative:
On 22 july 2016 it was prepared a final report with the information already collected and submitted in the initial report.on 28 july 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
After primary surgery and before occurence of the event reported in the complaint, the patient had already felt and tore her quad muscle. The surgeon repaired the quad, but no medacta product was revised at that time. Additional information received on 11 may 2016 and includes: pathogen results will not become available. On 13 may 2016 the medical affairs director performed a clinical evaluation and commented as follows: surgical lavage due to suspected infection. During this procedure, as customary, the tibial liner was exchanged, not because of any fault, according to report. No reason to think that a faulty device caused the problem. Batch review performed on 30 may 2016. Lot 144979: (B)(4) items manufactured and released on 18 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient fell and came in due to signs of infection. The surgeon took blood cultures, washed out the knee, and swapped the insert. The surgery was completed successfully. X-rays are available. Explants are not available.